Manufacturer narrative:
The offer of a service check of the stellant CT injection system as well as additional applications training were declined by the customer who admitted that this issue was caused by user error. The stellant disposables that were in use during the procedure were discarded by the site. The customer was unable to provide the lot number of the disposables; therefore, testing of retained samples was not possible. The site continues to use the stellant CT injection system after the reported event with no further issues reported. In the event additional information is obtained, a follow-up report will be submitted. This information does not constitute an admission that the device, the company, or its employees caused or contributed to a reportable event.

Event description:
A male patient undergoing a coronary artery CT scan suffered an extravasation to the arm of approximately 30 ml of contrast. At the end of the injection, the patient complained of pain at the IV site. A physician evaluated the patient at which time an undisclosed steroidal anti-inflammatory agent and cooling were administered. The patient was reported to have recovered without any further issues.